Event description:
It was reported that during a routine service check by the customer, the power cord for the cardiosave intra-aortic balloon pump (iabp) was faulty and would not charge the battery. The fuse plug was checked with a multimeter which produced satisfactory results; however, when the power cord was checked with the mulitmeter from end to end it was observed that line "l" was an open circuit. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
An authorized getinge distributor has advised that the ac power cord was replaced. All safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine service check by the customer, the power cord for the cardiosave intra-aortic balloon pump (iabp) was faulty and would not charge the battery. The fuse plug was checked with a multimeter which produced satisfactory results; however, when the power cord was checked with the multimeter from end to end it was observed that line "l" was an open circuit. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
An authorized getinge distributor evaluated the iabp and performed testing with a multi-meter using a cable detector to test the cable open circuit area and it was determined that the power cord 3pin plug area has an open circuit. However, the unit is pending the replacement of the power cord and has not yet been returned to clinical service. A supplemental report will be submitted when repairs are completed.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during a service/test performed by a getinge distributor, the power cord for the cardiosave intra-aortic balloon pump (iabp) was faulty and would not charge the battery. The fuse plug was checked with a multimeter which produced satisfactory results; however, when the power cord was checked with the multimeter from end to end it was observed that line "f" was an open circuit. There was no patient involved; thus, no adverse event reported.